Event description:
My endocrinologist ordered me to use the freestyle libre cgm system. After using the system for 4 months, my lab work came back with an a1c that had risen. I double checked the sensor with my one touch blood glucose meter and found that the sensor was up to 50 points lower than the actual blood glucose reading. The freestyle libre is a dangerous product that could cause life changing issues years down the road for millions of diabetics. It needs to be removed from the market until the accuracy can be improved.